Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The us complainant reported the 68-year-old female patient was on impella rp support due to being post operation and the patient had mild-mod right ventricle dysfunction. While on support, the there were multiple suction events that were resolved by providing the patient with blood products and albumin.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The pump was not returned for investigation. Data logs were not provided for this case. As per the clinical details, the placement signal was dashed with no pump flow calculation. Motor current and purge values were not affected during the event. Low pump flow was ruled out after investigation, as the flow calculation depended on the placement signal derived from the optical and dp sensors. The motor current was within normal limits, which proves that the low pump flow was an actual condition, rather than being related to a sensor issue, which was addressed under the optical signal failure mode. The cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2023-05638. D6a/d6b updated with additional information. G1 reporting contact email updated.

Event description:
Additionally while on support, the placement signal not reliable alarm occurred. Survival outcome at explant noted the patient expired.